Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment and the procedure got delayed, and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the cat analyzer evaluated the logs and detected problems in storage of the ippc (image processor pc). Fse found issues with the hdd (hard disk drives) of a pc. To resolve the issue, fse replaced the image disk and recreated the frontal storage. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system is unable to boot during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A system unable to boot. Which can be resolved by utilizing the design mitigation provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and, as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no image storage available and recreated the image storage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.